Manufacturer narrative:
Medwatch field d4 lot no was updated. Two additional patient samples were reported by the customer, showing discrepant reactive elecsys rubella igg results: sample 4: on (B)(6) 2026, the initial result was 45.4 iu/ml (positive). The repeat result at a reference lab was negative. Sample 4: on (B)(6) 2026, the initial result was 13.1 iu/ml (positive). The repeat result at a reference lab was negative. The test used by the reference lab was the abbott alinity rubella igg.

Event description:
There was an allegation of questionable elecsys rubella igg results for three patient samples tested on a cobas e 402 analytical unit compared to a reference lab. Sample 1: the initial result was 40.5 iu/ml (positive). The repeat result at a reference lab was negative. Sample 2: the initial result was 45 iu/ml (positive). The repeat result at a reference lab was negative. Sample 3: the initial result was 46.2 iu/ml (positive). The repeat result at a reference lab was negative.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.